Manufacturer narrative:
The device was evaluated at the third party service center and the customer's complaint was confirmed. The ventilator's oxygen blending module manifold assembly was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging a ventilator failed a step during testing. The device was not in pt use.